Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device part: 04.503.730s, lot: 8971303. Manufacturing site: (B)(4). Release to warehouse date: 15. May 2014. Expiry date: 01. May 2024. Plate was initially manufactured unsterile under part 04.503.730 and lot 7661498 in elmira. The device was only re-packed and sterilized at synthes gmbh. As this complaint is neither packaging nor sterilization related no review of these documents is needed. The DHR review will be forwarded to elmira for completion for part 04.503.730 with lot 7661498: part number: 04.503.730, lot number: 7661498. Part manufacturing date: 21 april 2014. Manufacturing site: (B)(4). Part expiration date: n/a. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7661498 of ti matrixmandible 20h plates was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the component device history record(s) determined the component lot 7007244 met all specifications with no issues documented that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 6622481 met all specifications with no issues documented that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product development investigation was performed for the subject device the received plate is broken after a in-plane bend between the 6th and 7th hole on the side with the part number marking. The locking holes next to the fracture zone are strongly deformed. The plate is contoured with an out-of-plane bend of about 50 degrees between the 9th and 10th hole. The relevant dimensions at the fracture cannot be verified anymore due to the damage. Therefore, the dimensions were checked at the next intact passage between hole 5 and 6, no deviation was found, the dimensions are within the specification. The review of the manufacturing documents has shown that the correct material was used and that the material was according norm iso 5832-2. This lot of (B)(4) was manufactured in may 2014 and we are not aware of any other complaint for this part- and lot number combination. Based on these findings we exclude a manufacturing related issue. Based on the provided information we are not able to determine the exact cause of this occurrence. The evaluation has shown that the plate was bent to an more than 45 degree angle between two adjacent holes before it broke and that the locking holes were strongly deformed next to the bend, this let us suppose that excessive bending caused the breakage of this plate. In general, we would like to mention following sentences from the matrixmandible plating system instructions for use: warnings, these devices can break intraoperatively when subjected to excessive forces or outside the recommended surgical technique. Avoid sharp bends. Sharp bends include a single out-of-plane bend of >30 degrees between two adjacent holes. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Checked dimensions with caliper 3-01-19789 per drawing: width of the passage: specification 4.25mm +/-0.1 / measured: 4.27mm = pass, thickness of the passage, specification 1.75mm +/-0.1 / measured: 1.76mm = pass. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device was not implanted/explanted. Incident occurred pre-operative. No patient involvement. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Reporter contact number was not. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during bending the matrix mandible plate in the lab, the plate broke. There was no patient involvement. This report is for one (1) 2.4mm stardrive screwdriver shaft. (B)(4).